Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore; the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from japan that following a total knee arthroplasty procedure, it was discovered that one or two screws had fallen off of the battery oscillator device. According to the reporter, prior to the start of the procedure, the cover of the battery oscillator device appeared to be floating slightly and the nurse was instructed to push it deeper into the device. It was reported that the battery casing would not lock and fell out while cutting the distal femur. It was reported that the terminal connections appeared to be in contact and the oscillator device worked if the battery casing was held in place, so that it did not fall off. It was reported that the surgeon used the battery casing while holding it. During the surgery, the sales rep checked the connection part of the oscillator visually, and the cause could not be determined. It was reported that another oscillator was prepared for another operation so the surgeon used it. It was reported that a screw was located on the table that seemed to have come off. Once the sales rep tightened the screw with forceps, it was confirmed that the battery casing locked normally. It was noted that it was possible the screw was loosened and floated up, which interfered with the connection part and prevented it from locking. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.